Event description:
Bilateral breast augmentation with silicone implants. 7/02 ptosis of breasts s/p. Augmentation mammoplasty. Pt underwent explantation of gel implants. Internal mastopexy, bilaterally and bilateral augmentation with silicone implants. Both implants were removed intact. Not ruptured but did have some silicone bleed. Capsules sent to pathology.